Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 12f sheath hole prior to a non-abbott left atrial appendage closure device interventional procedure. The sutures of one prostyle device were successfully pre-placed and the sutures were clamped with a hemostat and set to the side. Reportedly, before inserting the procedural sheath to perform the non-abbott left atrial appendage closure device procedure, the hemostats that were clamping the prostyle suture fell off the table to the floor and the prostyle sutures came out of the patient. No vessel or tissue damage occurred. The physician pre-placed the sutures of a proglide device. The sheath was upsized and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported unintended system motion (suture fell off the table to the floor) and subsequent treatment appear to be related to the circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.